Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on april 15, 2019 with blood glucose of 55 mg/dl at the time of the incident. The customer used food and glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated their pump was over delivering at night. The customer reported shortened battery life. Troubleshooting was completed but did not resolve the issue. Customer also inquired about the field corrective action for older pumps. The insulin pump will not be returned for analysis.